Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the revision operative notes confirms that the patient under revision left arthroplasty . Clear fluid around the joint cultured and removed, corrosion noted in the head and staining on the femoral neck. Well fixed acetabulum with mild amount of osteolysis around the rim, oxidation noted on the liner but no significant wear. Reactive tissue noted within the shell, elevated cobalt and chromium levels also noted. Head and liner replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Concomitant products: item number: 00801804002, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 610230551. Item number: 00620006022 , item name: shell porous with cluster holes 60 mm o.d., lot #: 60982796. Item number: 65771101200, item name: femoral stem 12/14 neck taper plasma sprayed , lot #: 60987010. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00464; 0002648920-2017-00077.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the procedure, adverse tissue reaction and osteolysis due to taper corrosion was noted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Corrected device code. Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper p/n 00801804002 l/n 61023051, unknown femoral stem, unknown cup. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient¿s left hip was revised approximately 9 years post-implantation due to osteolysis, metallosis, pain, and wear of the acetabular liner. During the procedure, the femoral head and acetabular liner were removed and replaced.